Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
The customer reports that during a procedure, the device would not catch. No patient consequence was reported. Additional information: 02/22/2010 - the cartridge popped out but not all of the way. A second device was used to complete case.